Event description:
It was reported that a revision knee surgery was performed due to unspecified reasons. The liner was removed, and replaced with a size 7-8 13mm. The remainder of the prosthesis was left untouched.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Some burnishing and scratching was visible on the articulating surface of the genesis ii ps high flexion insert. This was likely caused by a combination of femoral component articulation and the presence of third body particles such as bone chips, bone cement, or other hard particles. Deformation and scratches are visible on the anterior lock, and were likely caused during insertion or extraction. Discoloration of the inferior surface of the insert is likely attributed to absorbed biological fluid. No material or manufacturing deviations were observed as a result of the lab analysis. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. The only relevant information was provided via email; no clinical/medical records are available. The patient's current condition has been reported as unknown. Given the limited history and clinical information, as well as no pathology results, a definite root cause for the revision cannot be determined. No further clinical assessment is warranted. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.